Manufacturer narrative:
As an investigational approach nakanishi inc., (B)(4) (manufacturer) examined the DHR for device (x95l, serial no. (B)(4)). Nakanishi inc. Concluded that no problems had occurred during manufacturing or testing of the subject device, as evidenced in the DHR. (B)(4) conclusion: (B)(4) was unable to verify complaint situation. (B)(4) did not return handpiece to nsk for the manufacturer's evaluation.

Event description:
The following information is from (B)(4) ((B)(4)) to nakanishi inc. (Nsk), regarding a device manufactured by nsk for (B)(4). (B)(4) event summary: dr. (B)(6) was doing a crown and pressed the handpiece up against patient's cheek. The handpiece burnt the patient. Happened to one male in his (B)(6)'s. Doctor did not notice the handpiece was warm. He noticed the patient's cheek turning white and then stopped. No scarring from what doctor says, doctor put ointment on the patient, like vaseline as well as prescribed as antibiotic for patient. (B)(4) complaint review: (B)(4) (B)(4), purchase date - 10/26/2009: age - about 54 months. No other complaints for this serial number. Repair. (B)(4) investigation: repair history - there were 2 prior repair records found for this serial number. The first repair was in (B)(4) 2013 for overheating - unit had bad bur pull out, was clicking and leaking around the neck. The gasket, gearset and head cap were replaced to repair the unit and it was returned to the customer (call ID (B)(4)). The second repair was in (B)(6) 2013 again for overheating - no problem was found. The unit was further checked by cutting on bone for 10 min, pushing really hard and using water, but the unit did not heat up - no problem found. The unit was returned to the customer (call ID (B)(4)). A third repair on (B)(6) 2014, this event. The customer noted that the handpiece burnt the patient when it was pressed up against the patient's cheeks during a crown. The unit was evaluated by the repair department. Service evaluation - gearset bearings slightly worn but handpiece did not get warm. Verified by second technician. The gearset was replaced since it was over a year old. Handpiece returned to customer after repair.